Event description:
Supplemental information: it was reported that the procedure was to treat a mid left anterior descending artery. A 3.75 x 8 mm nc trek was advanced to the lesion; however, the balloon would not inflate when pressurized. Another 3.75 x 8 mm nc trek was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to inflate was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a 3.75 x 8 mm nc trek did not inflate when pressurized. No additional information was provided.